Event description:
(B)(4). It was reported that the sterilizable covers are not fitting correctly on the flat panel handle. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There is no expiration date for this product. Actual device was evaluated in the field. The device manufacture date was not available at the time of this report. Attempts will be made to obtain this info. Eval summary: after eval by the field service tech, it was found that the malfunction was associated with the flat panel yoke handle, not the sterilizable covers. With this malfunction, there is potential for the sterilizable cover to fall off during a procedure into the sterile field. However, this specific malfunction was identified prior to a procedure and there were no patients involved and no event occurred. In this case, the flat panel yoke handle was replaced by the field service technician. These types of non-conformances are part of an ongoing investigation, and will continue to be monitored and analyzed. This is not a single use device.